Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the support arm holding the patient circuit broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No on-site investigation was necessary. Pictures were provided showing a broken clamp attachment. According to received information from the healthcare facility, the clamp attachment was replaced, and the support arm was usable again. The clamp attachment is a part of the support arm and is mounted directly to the ventilator. The support arm serves to relieve the patient from the weight of the tubing system. The installation instructions for the support arm 176 in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The support arm should not be used as a handle during transport. Broken/damaged support arm may lead to stop of ventilation (extubation) or injury. The root cause to why the part failed has not been established but there was most likely an overloading or impact and this led to the reported breaking.

Event description:
Manufacturer's ref #: (B)(4).